Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device history record (DHR) review conducted: part # fgs-1100 synthes lot # 22e013 supplier lot # 22e013 release to warehouse date: 27 jun 2022 supplier: (B)(4), inc no ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that device was found to be broken from the head of the screw. The broken fragment can be observed in the evidence provided. The allegation can be confirmed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the fibulink syndesmosis repair kit ti would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on may 2, 2024, the patient underwent an open reduction internal fixation (orif) surgery with the fibulink for fractures of the right distal tibia and fibula. The fibulink in question was with a washer and long cap. The head of the cap was twisted off during applying tension. Therefore, the surgeon removed the fibulink and used a screw for tibia-fibula interosseous instead. It took approximately fifteen (15) minutes to remove the fibulink. The surgery was completed successfully within thirty (30) minutes delay. The surgeon commented that the fibula link did not come out smoothly when it was pulled outward. When turning the cap to apply tension, it was difficult to apply tension. The head of the cap was twisted off soon after the tensioned response was felt, but the simplicity of the technique made recovery difficult. The surgery was completed without any problems with implant fixation due to the use of an alternative. Patient outcome is reported as stable. This report is for one (1) fibulink syndesmosis repair kit ti this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9, h3, h6: a product investigation was completed: visual inspection of the returned device found to be broken from the head of the long tensioning cap. The broken fragment was returned for evaluation. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to post manufacturing damage. The drawings reflecting the current and manufactured revisions were reviewed. The overall complaint was confirmed as the observed condition of the fibulink syndesmosis repair kit ti would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.